Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test. No reservoir anomaly noted. Successfully downloaded history files and traces using thump software. The following were noted during visual inspection: minor scratches on lcd window, minor scratched case noted. In summary, the customer alleged a reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported, pump was not working and reservoir was not fit into the pump. The customer reported no adverse event. The event involved product(s) unknown ngp pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unknown ngp pump.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b - product material has been changed from unknown ngp to mmt-1895cn and updated brand name, product code and common device name. 3. Section d3 -updated manufacturer name & location. 4. Section d4 - updated model number, catalog number, serial number, lot number and primary UDI number. 5. Section h11 - added verbiage for pr manufacturing site . 6. Section h11 - added verbiage for "reporting products or devices that are not sold in the u.s." 6. Section h6 - updated type of investigation, investigation findings, investigation conclusion. 7. Section h11 - updated return status rationale. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the event involved product(s) changed to mmt-1895cn. Mmt-1895cn will be returned for analysis.